Event description:
It was reported that the patient underwent a revision surgery due to patient dissatisfaction. The patient's ambicor penile prosthesis (app) device was explanted and replaced with an inflatable penile prosthesis (ipp). There were no reported patient complications during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.